Event description:
It was reported that unspecified bd infusion set was occluded the following information was received by the initial reporter with the following verbatim when using a connector for infusion to a patient, the new connector should be vented before use, and if it cannot be vented normally, it will be blocked, and it should be replaced with a new one.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: no samples were received for investigation in which the customer has stated: ¿when using a connector for infusion to a patient, the new connector should be vented before use, and if it cannot be vented normally, it will be blocked¿. Further details relating to the model/lot number of the affected product, the nature of the reported issue and the clinical set up were not provided to aid the investigation. In this instance, a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.